Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet insulin pump sustained impact damage when it struck a wall, resulting in a cracked, unusable screen and subsequent difficulty operating the device; the device was not synced prior to shutdown and a replacement unit was shipped, with the user returning the damaged pump and receiving a replacement belt clip. Symptoms included episodes of high glucose managed with subcutaneous insulin by pen. Outcomes included temporary interruption of automated insulin delivery and reliance on backup therapy. Investigation included collection of event details and device return logistics. Investigation of this case revealed physical damage to the display consistent with external impact. It was concluded that the event resulted from accidental damage and was not attributable to a device malfunction, and that data would not transfer to the replacement, requiring a standard startup process. The user was advised they could continue using cgm via the dexcom application or receiver and to shut down the ilet to avoid further alerts.